Event description:
It was reported that; a patient reported having a c1-c2 implant from stryker spine with bone graft approximately 1 year ago. It was reported that the patient, notified the stryker team over the phone that he was concerned that there could be a brain diffusion.

Manufacturer narrative:
Device history review, device inspection, complaint history review could not be performed as the reported device was not properly identified. No results available since no evaluation performed. The event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; a patient reported having a c1-c2 implant from stryker spine with bone graft approximately 1 year ago. It was reported that the patient, notified the stryker team over the phone that he was concerned that there could be a brain diffusion.